Event description:
It was reported that the customer's insulin pump has many scratches on the display and battery compartment. Cracks to the display window was also reported. Customer's blood glucose level was unknown. Advised insulin pump would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Cracked reservoir tube lip and minor scratches on display window noted during visual inspection. Motor error alarm during rewind due to corroded motor home switch. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.